Event description:
A customer reported an issue with the speaker and vibration function of their pump, noting that the speaker was not audible. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.